Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va03zv2, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported that there was 50% or greater symptom reduction, but the patient still experienced incontinence even with the device turned all the way up. The patient interrogated her own implantable neurostimulator (ins) and reprogrammed it. Then a couple of days prior to the report the patient began having issues with her programmer. The patient noted that it was hard for her to use the programmer because of her disability. The patient did not specify what this disability was. The patient wanted to be set at 8.5 on program 2, but the programmer kept switching her to program 3 at 4.1. The patient changed the batteries and synched during the report; seeing she was on program 2 at 8.5. The poor communication screen was encountered while the patient used the programmer and repositioning the antenna resolved the issue. After checking the ins again the patient confirmed that it had changed to program 3 at 4.1. There were no buttons stuck on the programmer and the ins was off while the patient was adjusting. The patient got her ins on and changed to program 2 at 8.5. The patient recovered without permanent impairment.